Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. It was reported there was no patient involvement. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no relevant reported discrepancies. Review complaint history review determined that there was no other similar reported events for the lot. Conclusions: based on the information provided by the customer an odor was noted, so the pack was inspected and some ampoules were noted to have been broken within the 10-pack. The presence of an odor indicates that the ampoule(s) was broken shortly before the damage was detected as the smell would have come from the monomer when the ampoule was broken. This odor from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Ncr was raised to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it was disposed at the hospital. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the customer received their shipment when they opened the outer box they noticed a smell and found that some of the bottles were broken,

Event description:
It was reported that the customer received their shipment when they opened the outer box they noticed a smell and found that some of the bottles were broken,